Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an unwitnessed fall at home on (B)(6) 2024 and refused to come in for evaluation until (B)(6) 2024 when their partner called emergency medical services. They experienced acute kidney injury and intraventricular hemorrhage and subarachnoid hemorrhage with altered mental status. The patient ultimately passed away on (B)(6) 2024 due to renal failure and head bleed. Further information provided that lvad therapy did not worsen renal disease, as the acute kidney injury was acute during hospitalization. The patient log files were not available, the device operated as expected, and the outcome was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including bleeding and renal dysfunction, that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and renal dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.